Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that the contacts did not line up to insert the lead. The lead would not sit properly in the extension, so the extension was explanted and replaced right away. The impedances were fine with the new extension, and the extension on the other side went in fine. The patient experienced no symptoms related to the issues. There did not appear to be any issues that contributed to the connection difficulty. No further complications are anticipated. The patient's indications for use are essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) found no device issue. (B)(4). Additional analysis results: analysis information -- (B)(6) 2017 18:05:04 cst pli# 10 product ID# (B)(4). The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies. Code has replaced it.